Event description:
Major pump unit(s) involved: unknown. Specify component(s) involved: unknown.

Event description:
Major pump unit(s) involved: additional text: specific component(s) involved: additional text: other component: causative or contributing factor: other cause: intervention(s): other intervention : implant device type: lvad malfunction device type:.